Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported the 66-year-old male patient was on impella cp support due to having acute myocardial infarction. While on support, access site bleeding occurred. The staff was instructed to hold pressure. Systematic heparin was withheld, the white of the repo. Sheath was exposed, so the sheath was advanced and the physician re-sutured the access site. The bleeding was resolved.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed since the original report was filed. The device was not returned for investigation the root cause of the access site bleed was determined to be patient movement. It was mentioned that the bleeding was started at the groin during transport.